Event description:
Reporter reported an optician returned one empty goretex cup for use with 3 percent hydrogen peroxide system for eval. Customer has used the hydrogen peroxide system for a time. The lenses stay in the solution longer than 7 days without being redisinfected which is not in following with the labeled directions for use.

Manufacturer narrative:
Visual inspection of the cap showed microbial contamination. Based on eval results, it appears that user error (improper handling of device) contributed to event.